Event description:
It was reported that before using bd vacutainer® sodium fluoride/potassium oxalate 5mg/4mg, the customer found one (1) had a deformed tube cap. No patient or user impact reported.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). E1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd received two photos for investigation. The evaluation of these photos indicated the presence of an incomplete fill of material on the hemogard closure component. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: molding defect. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using bd vacutainer® sodium fluoride/potassium oxalate 5mg/4mg, the customer found one (1) had a deformed tube cap. No patient or user impact reported.